Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a clamshell repair was performed on the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported separation of the driveline¿s external silastic sleeve from the controller metal connector was confirmed via an abbott representative. A clamshell repair was performed on (B)(6) 2016 to remedy the situation, per the account. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. These documents also address damage due to wear and fatigue of the driveline. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant shipped on 11nov2014. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.